Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: as reported, during a percutaneous nephrolithotomy (pnl), an ultraxx nephrostomy balloon and set would not inflate. Unspecified diluted contrast was used during the inflation attempt. Another device of the same type was used to complete the procedure. No adverse effects were reported. Upon return and initial evaluation of the device, the balloon was found to leak, and a tear was noted in the material. Investigation - evaluation. Reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures and a visual inspection and functional test of the device were conducted during the investigation. One ultraxx nephrostomy balloon and set was returned for investigation. The catheter was kinked 36.5cm from the distal tip. The catheter was bowed inside the balloon material. A functional test determined the device was leaking from the balloon near the distal end of the balloon. A tear was noted in the balloon material. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. There were no identified gaps in the manufacturing instructions and quality control procedures. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. The device is included with instructions for use which caution, ¿do not exceed the maximum rated burst pressure (listed on label) for this balloon device.¿ based on the available information, cook has concluded that the most probable cause of this incident could not be determined. Cook will continue monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a percutaneous nephrolithotomy (pnl), an ultraxx nephrostomy balloon and set would not inflate. Unspecified diluted contrast was used during the inflation attempt. Another device of the same type was used to complete the procedure. No adverse effects were reported. Upon return and initial evaluation of the device, the balloon was found to leak and a tear was noted in the material.